Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
The device was explanted.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth broken on posterior and missing piece of the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a creased smooth broken on posterior due to a fold flaw opening.

Event description:
Patient reported right side deflation. Device was explanted.